Event description:
Insert was seated posteriorly upon insertion, and when the surgeon went to lock it anteriorly, the tab on the insert bent, and the insert would not lock. He attempted to push tab behind locking mechanism on baseplate while he impacted the insert. However, the tab still would not lock down completely. Another 11mm medium (6642-1711) a/p lipped insert was available, and it locked down without any problem. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.